Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a "no oxygen source" alarm was displayed. The alarm happened during patient or device preparation immediately prior to use and occurred continuously with no accessories used. The patient was moved to another device for procedure, and therapy was delayed by 15 minutes. There was no patient or user harm reported as a result of the reported event.

Manufacturer narrative:
Information was received from the authorized service provider (asp) indicating that the device was not serviced as the customer refused to pay for device repair. No further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure. If additional information becomes available at a later date, a supplemental report will be submitted.